Event description:
It was reported that in the two months since implant the impedance of the right ventricular (rv) lead had gradually increased, and was high and varying. Thresholds were also high. It was concluded that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).